Event description:
The facility representative reported a flo-gard infusion pump which experienced a false occlusion alarm. It is unknown when or at what point in the process this condition occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an occlusion alarm. The root cause was determined to be a broken pump head door. The pump head door was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter discontinued service and ceased all design related support on flo-gard (B)(4) and (B)(4) in the u.s. Region as of (B)(6) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.